Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0169434, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0167963, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd¿ slip tip syringe each from lots 0169434 and 0167963 were found with bowed barrels before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the barrel was bowed."

Manufacturer narrative:
H6: investigation summary (B)(4)photos and (B)(4)) samples were received by our quality team for evaluation. Nine of the samples were actual samples without packaging and the remaining 70 samples were representative samples in sealed packaging. All samples were subjected to barrel bow measurement. (B)(4)of the (B)(4)samples failed this measurement. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the returned sample evaluation, the affected samples are molded from a different cavity and barrel bowed was observed. Therefore, this nonconformance occurred at the molding machine. At this machine, there is a bubbler tube which flows water for cooling the molded parts through the core pin. The probable root cause could be due to the bubbler tube being choked which caused an insufficient water supply to cool the barrel which resulted in bowed barrel. The preventive maintenance list will be updated to include checking and clearing all bubbling tubes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd¿ slip tip syringe each from lots 0169434 and 0167963 were found with bowed barrels before use. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the barrel was bowed.".